Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was leaking from the port nearest to the patient hub. The reporter stated that medication leaked onto the bed while being used with an unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.